Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor gave a reading of 46 mg/dl when the blood glucose reading was actually 238 mg/dl. She also stated that she received a calibration error alert which led to a bad sensor alert, after giving herself a bolus. The bad sensor alert occurred after the initialization period and after the second consecutive calibration error alert. Nothing further was reported.